Event description:
It was reported that the knife wire of the subject device broke off during therapeutic endoscopic submucosal dissection procedure while the device was inside the patient. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1, facility name : (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the coating of cutting wire was torn which came into contact with the distal end of the endoscope when the forceps elevator was raised, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.